Manufacturer narrative:
The reported complaint was confirmed. Per the user facility, the error message came up without being connected to any oxygen (o2) or air lines. After being hooked up to gas lines, calibration was unable to be performed as the calibration button was greyed out and unable to be pressed. The system was not in use at the time. The gas system was not due for servicing, and it was suspected that there may have been a ccm date jump. The user facility's biomedical engineer verified that the date/month/year were correct and that the time was off by approximately five minutes. The time was adjusted to the correct time, the system was rebooted, and the messages disappeared. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'service gas system' and a 'you have exceeded the 2-year service life of your batteries' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.